Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic incisional wall hernia procedure, all the 15 tacks fired did not stick to the abdominal wall. The mesh was fixed with sutures to complete the case. There was no patient injury.